Event description:
It was reported that during intra-aortic balloon (iab) therapy, it was confirmed via x-ray and fluoroscopy that the distal markers on the iab appeared extremely close together. It was noted that the iab had been inserted two days prior on 09dec2023. There were no active alarms on the pump to indicate a problem, and the pump was functioning correctly. The customer opted to leave the iab in place until therapy was completed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Manufacturer narrative:
Device evaluation: the reported iab sensation plus 8fr 50cc lot # 3000330296 but returned sensation 7fr 40cc iab lot # 3000325321 and the returned iab was evaluated. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A kink was found on the catheter tubing and inner lumen approximately 75.9cm from iab tip. Visual examination confirmed that the rear tantalum marker was found misplaced next to the front marker. The root cause of the reported failure was found to be rear tantalum migration caused by the tantalum detaching from the inner lumen. The tantalum migration is unlikely to have occurred within the manufacturing facility. The DHR, training records of the operator and setup sheets of the dispenser were all reviewed; no issues were found. The iabs were deemed acceptable prior to leaving the manufacturing facility. Each iab is tested multiple times to check the correct assembly and location of the rear tantalum marker. Furthermore, the manufacturing process was reviewed, and no issues were identified. The root cause of the tantalum migration cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid complaint record ID (B)(4).

Event description:
N/a